Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2011 and alleges elevated cobalt chromium levels and metallosis. A review of invoice history confirmed the primary surgery date. There has been no reported revision procedure and no further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-01305 / 01307). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.